Event description:
It was reported that the patient encountered a pop-up message on the remote control which stated end of battery life. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. It was noted that the patient preferred a paresthesia therapy which generally uses a higher amount of energy to run consistently. The explanted ipg was discarded by the medical facility and was not returned.